Event description:
The system controller was returned following the patient's routine heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller ((B)(6)) is being evaluated following a heart transplant. The system controller was returned for analysis, and a log file was submitted for review. A review of the submitted log file showed 120 events spanning approximately 4 days (1796 ¿ 1799, 0 per timestamp). Events captured on day 0 took place when the clock was not set. The driveline was disconnected on day 1799 at 19 hours and 57 minutes and was shut down at 58 minutes. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device functioned as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: wire fatigue no further information was provided. The manufacturer is closing the file on this event.